Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings. The enlite sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor errors. The customer's blood glucose level at the time of incident was 80mg/dl. The customer states the threshold suspend alarm went off at 53mg/dl, but their blood glucose level was 80mg/dl. Troubleshoot was conducted. The sensor was removed and the cannula was noted to be flat. The customer was advised that the sensor would be replaced and returned for analysis.